Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, when the catheter was inserted into the sheath, the catheter could not be completely advanced when the catheter was stored in the capture device. When inserting the sheath, the catheter could not be inserted smoothly, and it seemed like the capture device was pushed in a little more forcefully. When the air was removed from the side port, the air could not stop being drawn. Hemostasis valve damage was suspected, and the sheath was replaced. After replacement, the air was removed and the case was continued. And was completed.